Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 5mm of the distal threads have are damaged and is missing a small piece. Dimensional assessment of the screws major diameter. Length and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. Per the device instructions for use ¿warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 7x25mm biorci screw, intended for use in treatment, has not been returned for evaluation. The clinical details were reviewed and it was confirmed that no starter or tap was utilized to prepare the insertion site. From the information provided, the screw broke during insertion. Per the device ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used¿ further investigation is not warranted at this time. Was also found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery the thread of the screw broke while inserting in the tibial tunnel, the pieces were removed using a grasper. A backup device was available to complete the procedure with no significant delay or patient injuries.